Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant is unk. The aortic neck had a severe angulation of greater the 90 degrees. It was reported approx 38 months post stent graft implant the CT scan demonstrated that the stent graft had migrated into the aneurysm sac, due to the severe angulation of the aortic neck. There was a type I endoleak present. The pt elected to implant two medtronic aortic cuffs and the type I endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Pt conditions affected effectiveness of device (90 degree angulation of the aortic neck). Inherent risk of procedure (migration, endoleak). Evaluation: device failure/lack of effectiveness related to pt condition (90 degree angulation of the aortic neck).